Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study form that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error code at a follow-up on (B)(6) 2016. It was reported that the error code was not present at the next device check. No adverse patient effects were reported.